Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and performed visual inspection and found sensor cannula and electrode broken, broken part was missing. It was unable to confirm customer received the sensor in said condition due to customer returned opened and used sensor. Also found bent sensor cannula.

Event description:
The customer reported via phone call that they received sensor error alarms and calibration error alarms. The customer's blood glucose was 290 mg/dl at the time of incident. The customer's blood glucose was 145 mg/dl at the time of call. The customer mentioned that the sensor was bent. The customer stated that they it did not alarm while performing find lost sensor. The sensor will be returned for analysis.